Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps had downstream occlusion (dso) alarms. This was observed during patient infusion with medications such as caffeine and antibiotics. The customer discussed updating the dso setting from 'medium' to 'low' to accommodate critical medications. There was no report of patient injury or medical intervention associated with this event. No additional information is available.